Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported failure to advance and difficulty to remove causing material separation was related to the circumstances of the procedure. It is likely that anatomical challenges prevented the imaging catheter from crossing the lesion which could cause damage to the guidewire or the catheter such as bend/kink; as a result, there was difficulty to remove the catheter from the guidewire resulting in material separation when being removed aggressively. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure the dragonfly optis imaging catheter failed to cross the target lesion and got stuck on the back end of the wire. The physician had to pull very hard to get the imaging catheter off the wire and the catheter separated in two pieces. The separation occurred after the device was no longer inside the patient. The procedure was completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.